Event description:
A peritoneal dialysis registered nurse [(pdrn)] reported that a patient had an initial diagnosis of peritonitis on (B)(6) 2021. The patient was seen in the pd clinic on (B)(6) 2021 (symptoms not provided). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and rifampin (dose, frequency, and duration unknown). The culture resulted positive for methicillin-resistant (B)(6). A repeat culture was obtained on (B)(6) 2021 and showed the mrsa infection had not resolved. The patient continued with antibiotic therapy. On (B)(6) 2021 another repeat culture was obtained. This culture showed no growth, and the peritonitis was determined to be resolved. The pdrn stated the cause of the peritonitis could have been the patient not masking. The patient did not recall any breach in aseptic technique. The patient was re-educated on proper techniques of pd therapy.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of mrsa peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn stated the cause of the peritonitis could have been the patient not masking. The mrsa culture results supports that statement as this organism colonizes in the nares of humans as well as on the skin. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s mrsa peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pdrn)] reported that a patient had an initial diagnosis of peritonitis on 01/nov/2021. The patient was seen in the pd clinic on 01/nov/2021 (symptoms not provided). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and rifampin (dose, frequency, and duration unknown). The culture resulted positive for methicillin-resistant staphylococcus aureus (mrsa). A repeat culture was obtained on (B)(6) 2021 and showed the mrsa infection had not resolved. The patient continued with antibiotic therapy. On (B)(6) 2021 another repeat culture was obtained. This culture showed no growth, and the peritonitis was determined to be resolved. The pdrn stated the cause of the peritonitis could have been the patient not masking. The patient did not recall any breach in aseptic technique. The patient was re-educated on proper techniques of pd therapy.